Event description:
The pt was revised due to malpositioned cup.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation close at this time. Should the product and/or additional info be received, the investigation will be reopened.